Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, moderately tortuous, 90% stenosed left anterior descending coronary artery. After a 2.75x28mm xience sierra stent was implanted, a 3.5x12mm nc trek balloon dilatation catheter (bdc) was advanced with resistance from the anatomy. The balloon ruptured during the first inflation at 8 atmospheres. A 3.5x6mm non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.